Manufacturer narrative:
The device was requested for investigation. The investigation was started and continues. The log analysis shows that the error occurred on (B)(6) at 12:26. Thereafter, the device has performed 41 warm starts until it was turned off at 12:31. During this warm starts, the device alarmed audibly, the breathing system was opened to allow spontaneous breathing. The investigation points to the failure of a printed circuit board, further details will be part of a follow up report.

Event description:
It was reported: "since the patient is currently in severe septic shock with ards a wake-up can currently not be judged. In any case, this was a life-threatening situation! Immediately, the patient was ventilated with a transport ventilator oxylog. Evita was taken out of service."

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected evita xl was available for the investigation. Analysis of the device at the manufacturer's repair shop showed that an overheated capacitor on the pcb hpsv-controller was the root cause of the reported behavior. This overheating is also the explanation for the user reported electric odor. The faulty capacitor has caused a failure of the internal 15v power supply. According to the logbook, the error occurred on march 6 at 12:26. Thereafter, the device has performed 41 warm starts until turned off at 12:31. Failure of the internal 15v power supply will result in a stop of ventilation and the emergency breathing system opens up allowing for spontaneous breathing. The device has responded to this power failure in accordance with specifications and initiated a warm start in an attempt to correct the error. This process is accompanied by an acoustic alarm. A continuation of ventilation was not possible in this case. The acoustical alarm was checked on the affected device and was audible for more than five minutes after the internal power failure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.